Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: keypad cover was removed and contamination was found under contrast/up/down button contacts. Display is dim/fading/reddish. Unrelated to the complaint, the battery compartment is cracked along the side on threads, on threads above the finger pad, and below finger pad and the up/down/ok buttons respond intermittently.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.